Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - impact code - rehabilitation - 4623 h6: health effect - clinical code - movement disorder - 4412.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s sister, on 04/15/2025, they tried calling the patient several times because the patient was sick the night prior due to food poisoning, but there was no response. The sister was unable to reach the patient for more than 12 hours and was concerned, so they contacted the police for a wellness check. However, the police was unable to enter the home, so they asked the family to go to the patient's location, which was 45 minutes away. The sister stated the follow app showed a cgm reading of 316 mg/dl; however they was unable to verify if the reading was correct with a bg reading. When they arrived, they had to break into the house and found the patient unconscious on the floor. They were not able to check the reading on the patient¿s app. Police contacted paramedics and the patient was taken to the hospital. The paramedics took a bg reading which was 423 mg/dl. At the hospital, the patient¿s glucose level was recorded at 1400 mg/dl, cgm reading was not checked as the patient¿s phone was taken away. Sensor was also removed upon arrival at the hospital. The patient was diagnosed with dka (diabetic ketoacidosis) and underwent several tests, including a brain scan and kidney evaluation, all results were negative and normal. The patient was treated with 5 bags of intravenous medication while at the hospital for hydration and insulin and was hospitalized for approximately 10 days, he was discharged on approximately (B)(6) 2025. At the time of the report, the patient was undergoing therapy as he can no longer walk. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.